Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2021, it was decided to remove code cutaneous contour deformity and add code patient dissatisfaction with procedure outcome, to more accurately capture the reported event. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4) removed code cutaneous contour deformity and added code patient dissatisfaction with procedure outcome

Manufacturer narrative:
On 4/30/2021, it was reported to mentor that the patient suffered from a bilateral wound infection. As a result, the patient had undergone removal without replacement on (B)(6) 2020. On 5/6/2021, it was reported to mento that the procedure was breast reconstruction surgery with mentor memoryshape breast implant 610cc breast implant bilaterally. The serial number was (B)(6), lot number 7583463, catalog 3341354. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: wound infection note: the patient had undergone a secondary procedure of implanting the new implants bilaterally mentor memoryshape breast implant 755cc on (B)(6) 2020 because the patient was dissatisfied with no implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Note: the patient is a participant of glow study (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor breast implant and suffered from a wound infection on the right side. The device involved in this complaint is unknown and the common device name and procode values are being used for submission purposes only. Once more information is available, a supplemental report will be submitted if clarifying information is received in the future. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.